Event description:
A caller reported a malfunction on the pump, which displayed malfunction code malf 0 but did not occur after resetting the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, allowing the customer to continue using it while advising them to report any recurrence of malfunction codes.